Manufacturer narrative:
Received one used 15443-31 primary plum set for inspection. As received, the filters on the inline filter were wetted out with prior infusate. The set was tested per product specification. There was leakage from the vent plug juncture and the outlet filter vent of the 1.2 micron filter. The leak appeared to seep through the filter vent material from various locations. The reported complaint of leakage can be confirmed on the received one used 15443-31 primary plum set. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is still pending.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter, polyethylene lined light resistant tubing, secure lock, 259 cm. The reporter stated that the extracorporeal membrane oxygenation (ECMO) specialist nurse on call started the patient's parenteral nutrition, when the connector carrying the set with the nutrition bag started to leak at the connector end of the inserted key, due to a defect in the set. The head of nursing uses a plastic cap to prevent the parenteral dripping. When doing this, it begins to drip from the part most proximal to the patient, at the connection of the equipment and the patient's catheter. The set that was connected to the nutrition system was found to be malfunctioning. There was patient involvement but no patient harm.